Event description:
Initial results for two patient for a patient sodium was 121 mmol/l. When repeated, the result was 133 mmol/l. The incorrect result was not used to guide therapy. The field service representative was unable to determine a cause for the discrepant results.